Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/neoplasm malignant/lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-od hispanic female who underwent primary breast augmentation with a primary breast augmentation with unknown mentor smooth gel implants experienced bilateral rupture, left sided cancer, and left sided lymphadenopathy post procedure. There was pain in the left shoulder beneath the armpit and cancer outside of the left breast with infected lymph nodes was diagnosed. The ruptures were diagnosed through magnetic resonance imaging. The cancer was treated with chemotherapy, and it was stated that cancer is now gone. On (B)(6) 2020 mastectomy and replacement with 465cc mentor memorygel breast implants was performed. See 1645337-2020-09028 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously put the incorrect value in h5 in the initial report submitted on that same date. The correct value is 'yes' and has been populated in h5. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted a3 from the initial report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).